Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mildly tortuous left common iliac to common femoral vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation of overlapping wallstents that had been deployed. However, on the third inflation, the balloon ruptured and would not hold pressure above 3 atmospheres. The device was removed from the patient fully intact and a second 16x6x75 xxl balloon catheter was opened to complete the procedure. There were no patient complications reported.